Event description:
The nurse reported that she attempted to place a PICC line, and as the needle was withdrawn, the needle went through the back of the safety barrel. This occurred with three products from the same lot.